Manufacturer narrative:
Findings: pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted. Motor tested ok.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 192 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.